Manufacturer narrative:
The technician replaced the trendelenberg valve and the head hilow down valve to resolve the issue.

Event description:
The technician alleged head hilow would drift down slowly. No patient impact.